Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) has down - error a77 autofill failure. A getinge field service engineer (fse) stated users surfaced unit failing to autofill while on patient. Users turned unit over to biomed for resolution. (B)(6), biomed manager, is the local point of contact, (B)(6), (B)(6). Reported onsite on (B)(6). Unable to replicate user complaint upon initially testing unit with testing catheter and trainer. Identified long list of autofill failures in the logs, attached for reference. Unit however up to specs. Ran unit post testing and functional check out for about 3 hours without issue.unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. No patient harm. Users surfaced unit failing to autofill while on patient. Patient demographics asked but unknown. No balloon information provided. Unable to replicate user complaint.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is down with an error a77 autofill failure. There was no patient harm reported.